Event description:
While physician attempting to insert a sent in the proximal rca, the shaft separated and became lodged in the lesion. There was difficulty removing the stent and it took numerous attempts to do so with the use of a snare.